Manufacturer narrative:
One ensite velocity¿ dws7 display workstation was received into the lab for analysis. Ac power was applied to the velocity dws and the display workstation passed the initial hardware self-test prior to the launch of the ensite application. No study data form the reported event date was detected on the system returned. Functional testing performed confirmed uninterrupted communication was achieved and maintained between the display workstation and the tactisys quartz module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the communication issue and subsequent clinically significant procedure delay could not be conclusively determined as no abnormalities were identified.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, contact force displayed in purple and the procedure was significantly delayed. The connection between the tactisys and pc was intermittent. The tactisys and catheter were replaced with no resolution. The pc was replaced and the procedure was completed successfully. There were no adverse consequences to the patient due to the significant delay in procedure.